Event description:
Patient brought back to pharmacy: a prescription of freestyle libre 14 day sensors, with 2 boxes that he opened and tried to use. Patient complained that the 2 sensors from 2 of the boxes did not stick at all to his skin, and immediately fell off. Patient has used these sensors before and is well versed in how to properly prepare and attach them. I advised him to call the 800 phone number on the box to seek further instructions with the manufacturer, and to let the manager of the pharmacy know on a day when she gets back. Patient was seeking to complain to management and requested exchange or refund of this rx. I am a travel / relief pharmacist and rarely at this particular pharmacy. Pharmacy law does not allow return of dispensed prescriptions. Ref report: mw5148824.